Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a mentor smooth round moderate profile 425 cc saline breast prosthesis was found to have a defective valve pre-operatively. There was no patient contact with the complaint device.

Manufacturer narrative:
Device evaluation summary: it was reported that a mentor smooth round moderate profile 425cc saline breast prosthesis was found to have a defective valve pre-operatively. There was no patient contact with the complaint device. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation (pe) team observed the valve strap broken. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rupture of valve strap occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since the valve strap was found broken. The device history record (DHR) for the lot number 7572472 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).